Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. Manufacturer phone number: (B)(4). Device evaluation: product evaluation cannot be performed as the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in a study subject and the operative iol axis estimate right eye (od) was 114 degrees. But at 3-month study postoperative iol axis estimate od: 102 degrees. Uncorrected visual acuity od at the 3-month postoperative visit: 20/12.5. Manifest refraction: plano. Best-corrected distance visual acuity: 20/12.5. Subject reported no visual symptoms at this visit. No surgical intervention is planned at this time. The complaint was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, we have also been doing independent analysis of the iol photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 01 degree. There is still no surgical intervention planned. The subject has completed the study. Subject: (B)(6). Visit schedule: po 3 month. Page: analyst 1 review. Study eye: od. Delta angle from base: 0.075. Subject: (B)(6). Visit schedule: po 3 month. Page: analyst 2 review. Study eye: od. Delta angle from base: 0.659.